Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05bfn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation at the ipg only at night. The patient turned off the device, but the burning sensation still occurred. It was further reported that the patient planned to turn the device back on as it did help. The manufacturer representative planned to follow up with the healthcare professional. It was stated the patient's device was reprogrammed on (B)(6) 2013 and the patient "appeared" to be doing better. If additional information is received, a follow- up report will be sent.